Event description:
A revision has been reported due to the patient presenting with pain. The lpc-plus shell 52mm, epf/plus-fit pe-insert 52x28mm, and plus ceramic head 28mm were removed and replaced with an r3 multihole shell, 40mm 20deg liner, 40mm ox head and +8 titanium sleeve.